Event description:
It was reported that the patient broke the ilet pump connector during a cartridge change and shipped the device to the address on the original box. Customer agent provided support that included complaint intake, review of user-reported handling during cartridge insertion, and attempts to contact the patient for device location confirmation. Investigation of this case revealed user handling damage consistent with a cracked or broken cartridge connector, with no device alarms reported. No adverse clinical symptoms reported. Outcomes included no impact on health and no medical intervention. It was concluded that the event involved physical damage to the cartridge interface attributable to user handling, with no associated patient injury or device malfunction.